Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 587 mg/dl. The customer stated that the perceived cause of the event was a bent cannula. The customer also stated that she was using an mmt-397 quick-set infusion set. Troubleshooting was declined. Nothing further was reported.